Event description:
It was reported that the ventricular lead exhibited oversensing, causing the patient to experience several shocks. Insulation damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.